Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. An air cut test was performed during hard grip on the system and an error 23107 occurred. The monitor screen kept indicating vessel sealer malfunction. The instrument was removed from the system and re-inspected and no dislodged blade was found. The instrument was placed again on the in-house system and passed self-test. An error 23107 occurred again after going into hard grip with the instrument. The error 23107 indicated the grip torque was outside of the expected range. Further failure analysis confirmed that the error 23107 is related to the system losing the ability to achieve adequate force between the jaws to achieve hard grip, which a minimum of 4.25 pounds is required. The instrument was fully inspected and it was found with a fracture at the plastic overmold of the clamping nut. This component consists of a metal casing that is filled with plastic molding that also forms threading that mates with the torque screw. The breakage found at this location would result in the loss of open and close function and is directly related to the error 23107 that occurred during use. The root cause is likely related to overloading the jaws during use or weak material. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the fracture/breakage at the plastic overmold of the clamping nut found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist one vessel sealer instrument gave a recoverable fault. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.